Event description:
It was reported that a home patient (hp) had a high drain 105 alarm. This indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume. This occurred on a homechoice (hc) device after therapy. The hp did not perform manual exchanges off the cycler. The technical service representative (tsr) discussed the use of continuous ambulatory peritoneal dialysis (capd) for therapy. There was no adverse event indicated at the time of the report.

Manufacturer narrative:
(B)(4). The device was evaluated and the reported issue was confirmed through the review of the logs. The cause was determined to be one or more cycle advances to the next fill when a slow / no flow occurred, above the minimum drain volume threshold. If additional relevant information becomes available, a follow up medwatch will be submitted.